Manufacturer narrative:
Batch review performed on 26 august 2025. Lot 2426942: (B)(4) items manufactured and released on 03-march-2025. Expiration date: 05-feb-2030. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with no similar reported event during the period of review. Conclusions: although a precise root cause cannot be established, the subsidence could be due to an occult fracture during the primary surgery, as reported by the surgeon, and the reason remains unknown. There is no evidence that the device caused or contributed to the event, and the device history record review revealed no manufacturing-related issues.

Event description:
After 15 days from the primary surgery, the patient came in reporting pain due to a subsided stem, and the cause is unknown. The surgeon revised the stem and head. The surgery was completed successfully. The surgeon isn't sure, but he suspects occult fracture at time of primary.